Manufacturer narrative:
Patient has a history of diabetes and hypertension. The physician commented that the treated lesion site initially had a great deal of thrombosis so that it didn¿t seem to avoid the thrombosis even though any other device was used instead of the relevant device. Patient was on prasugrel at the time. Though thrombus aspiration and balloon dilation were performed, it failed to restore blood flow. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to treat a lesion in the rca which had moderate tortuosity and severe calcification. There was no damage noted to the resolute integrity drug-eluting stent packaging. No issues noted while removing the device from the hoop. Negative was preformed with no issues noted, the device was inspected with no issues noted. The lesion was pre-dilated. No issues reported during deployment of the stent, no alleged product issues reported. No resistance encountered when advancing the device; no excessive force used during delivery and the device did not pass through a previously deployed stent. Stent thrombosis is reported to have occurred between 24 hours and 30 hours implantation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.